Event description:
During baxter's eval of a spectrum pump, the device had evidence of burn damage on the input/output printed circuit board (I/o pcb). There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the burn damage. Eval found a burnt component on input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.